Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) o-ring associated with a pump of unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the serial number is unknown. The reported event could not be confirmed since the pump was not returned and no evidence or supporting data was provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the reported event can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of feedback indicated the ventricular assist device (vad) o ring was damaged prior to the implant procedure. The o ring was replaced. No patient complications have been reported as a result of this event.